Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t5ec0c. Additional information was requested, and the following was received: regarding ¿a part of the device like a spring¿, please clarify: could you please specify which part of the device was broken? (Firing knob, a saddle pin cap (round metal piece), a piece of the plastic shroud on the handle, etc.) - no further information is available. Device analysis: the analysis results found that the ntlc75 device was received with the channel shroud partially detached from knob area and no cartridge was received. Further analysis shows that the lockout spring was missing. No functional test could be performed due to the condition of the device. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a part of the device like a spring fell off and the device was broken off after the first firing. The target tissue was cut properly, and the deployed staples were formed as intended. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.